Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline infection that began (B)(6) 2026. The patient was admitted to the hospital due to the driveline infection and returned to the operating room for a pump exchange related to their continual dl infection that had been reluctant to go away. Diagnostic testing included a positive driveline culture, positive blood cultures, and computed tomography (CT) angiography of the chest obtained, and a CT of the abdomen and pelvis were performed. The patient was discharged to (B)(6) hospital (ltach) for intravenous antibiotics for one-month, oral antibiotics and debridement. The event resolved post pump exchange and driveline revision. The event was not considered to be device or therapy related and the device operated as expected.